Event description:
The event occurred on an unknown date involving a plum 360¿ infuser pump. It was reported that the pump over delivers during accuracy test. The status of the product at time of event was during testing.

Manufacturer narrative:
The delivery accuracy test was performed to attempt to duplicate the reported issue of failed delivery accuracy test. The reported issue was duplicated. The reported issue was confirmed. The probable cause of the reported issue is a defective mechanism.